Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's atty. On (B)(6) 2001, the patient was implanted with a bard/davol flat mesh during a cystoscopy, urethrolysis and mesh sling placement procedure for the treatment of stress urinary incontinence. The atty's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.